Event description:
A probe was passed through the foramen under lateral fluoroscopy, catheter was extended, and the wire was deployed. The probe was removed leaving the wire in the foramen. At this point the nerve locator was attached and fed into the foramen and neurodiagnostics confirmed the nerve to be anterior to the nerve locator. The nerve locator was removed and the facetectomy probe tool (io-tome) was used to remove the facet and lamina. It should be noted that nearly 3/4 the way through the facet, one wire of the io-tome broke. The facet fragments were removed. The io-tome was removed and handed off. There were no fragments or metal shards.